Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as worn roller pump tubing. The fse replaced the roller pump tubing to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low sodium (na) patient results on their dxc 700 au chemistry analyzer. There was no report of change to treatment or injury; however, the customer stated that five (5) erroneous results were released from the laboratory. One (1) of the five (5) patients was referred to another hospital suspected of hyponatremia, and the customer stated the patient was admitted. No further information was provided with regard to patient treatment and/or medication. The customer did not provide patient data or demographics for review.